Manufacturer narrative:
(B)(4). Pump alarmed motor error during displacement test due to encoder signal out of phase. Unable to verify no delivery alarm or perform basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, due to motor error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarm while priming out. No harm requiring medical intervention was reported. The device will be returned for analysis.